Event description:
Report received of an overdelivery. During testing at the user facility, the device delivered a measured volume of 21.5ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (=/-5%). There were no reports of any adverse pt events while this device was in clinical use. Though requested, no add'l info was provided.